Manufacturer narrative:
Device was used for treatment, not diagnosis. Secondary subacromial impingement after valgus closing-wedge osteotomy for proximal humerus varus. Case reports in orthopedics, volume 2015, article ID 652096, 4 pages. This report is for unknown screws/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: sano, h. Kamimura, m., oizumi, a., isefuku, s. (2015) secondary subacromial impingement after valgus closing-wedge osteotomy for proximal humerus varus. Case reports in orthopedics, volume 2015, article ID 652096, 4 pages. The article referenced a case presentation involving a (B)(6) male patient, who was injured in a traffic accident and was diagnosed with multiple fractures, hemothorax and urethral rupture. After a month in the intensive care unit, he was seen in an outpatient clinic for the treatment of a right proximal humeral fracture. After 11 months of unsuccessful conservative treatment for pain and limited range of motion for shoulder flexion and abduction, restricted to 50 and 80 degrees, the patient underwent a closing-wedge osteotomy utilizing a synthes philos locking plate to fix two fragments. Union of the osteotomy site was completed at 16 months after the surgery and both flexion and abduction angles were improved to 135 degrees. Due to a subacromial impingement and complaints of sharp motion pain with a clicking sound at 90 degree abduction, the plate was removed at 20 months after the osteotomy. It was reported that removal of the plate did not relieve his shoulder pain. Thus, resulting in another surgery 27 months post osteotomy for débridement of thickened bursal tissue in the subacromial space and the removal of a small bony spur from the undersurface of the acromion. Both the motion pain and clicking sound subsided after this surgery. This is report 2 of 2 for (B)(4). This report is for unknown number of screws.